Manufacturer narrative:
The reported event of could not remove the ventricular lead from the connector was confirmed. Analysis revealed that the physician broke the connector header apart in order to remove the ventricular lead. There was blood accumulation in the ventricular connector port mid zones. The blood in this area had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the lead difficult to remove. The setscrew had no effect on lead removal since it had been untightened normally by the physician. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector port at time of implant.

Event description:
It was reported that during a procedure, the right ventricular (rv) lead was difficult to remove from the header of the pacemaker (pm). The physician elected to break the header to remove the rv lead. The physician elected to connect the same rv lead to a new pm and complete the procedure. There were no patient consequences reported.